Event description:
It was reported that the patient was experiencing inadequate pain relief due to lead migration and high impedances noted on the left lead. Program optimization was attempted and was not successful. The patient underwent a lead replacement procedure. No further information could be obtained. Additional information was received that the patient was doing well postoperatively. The explanted lead was not returned.

Event description:
It was reported that the patient was experiencing inadequate pain relief due to lead migration and high impedances noted on the left lead. Program optimization was attempted and was not successful. The patient underwent a lead replacement procedure. No further information could be obtained.

Manufacturer narrative:
Block b3: exact date unknown, event occurred approximately a week prior to the date the manufacturer became aware of the event. Block d2b: pro code (product code): qrb.